Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have changed basal rates due to having low blood glucose at nights and is now requesting assistance in setting basal rates back. Customer's blood glucose was 37 mg/dl. Customer was educated on programming basal. Customer was advised on calling healthcare professional regarding basal rates settings.